Event description:
It was reported that the permanent cautery hook instrument broke while in use during a lower anterior colon resection by the surgeon. The surgeon was able to remove the broken instrument tip from the patient. The instrument was replaced and the planned surgical procedure was completed. The surgeon performed an x-ray and verified that no fragments were left inside the patient. Site completed 2 cases after with no errors or issues. System is operating per intuitive surgical specifications. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received.

Manufacturer narrative:
Upon additional review, it was determined that medwatch report number 2955842-2013-00953 submitted on (B)(4) 2013 was a duplicate of medwatch report number 2955842-2013-00943 also submitted on (B)(4) 2013. Please accept this record as request to retract medwatch report number 2955842-2013-00953 as the original medwatch report 2955842-2013-00943 was sent to report this event.